Event description:
The account alleged the side rail could not latch. No pt impact.

Manufacturer narrative:
The technician found the center arm assembly was cracked and the side rail cannot hold in place. The technician replaced the side rail center arm assembly to resolve the issue.